Event description:
It was reported that approx 6-8 weeks following laparotomy, the pt presented with suture extruding from the incision. Pt was taken to the operating room, placed under general anesthesia and the suture removed. Pt has fully recovered and is reported to be well. There are no further complications reported.